Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a missing sensor wire. Upon sensor removal, patient was unable to locate sensor wire. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.